Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and intestinal perforation ('punctured intestine') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and intestinal perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and hysteroctmy). Essure was removed. At the time of the report, the uterine perforation and intestinal perforation outcome was unknown. The reporter considered intestinal perforation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pqs: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and intestinal perforation ('punctured intestine') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and intestinal perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and hysterotomy). Essure was removed. At the time of the report, the uterine perforation and intestinal perforation outcome was unknown. The reporter considered intestinal perforation and uterine perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.